Event description:
Reporter noted that patient was on the table and footswitch was not responding in any foot position. Case was cancelled and patient returned for procedure another day. No permanent injury reported.